Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post catheter placement, the inner part of the catheter allegedly damaged. It was further reported that the fractured device was removed from the patient. There was no reported patient injury.

Event description:
It was reported that some time post catheter placement, the inner part of the catheter allegedly damaged. It was further reported that the fractured device was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter in three segments were returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A complete circumferential break was noted to the distal end and proximal end of the catheter segment. Complete diagonal breaks were noted on both proximal and distal ends of the catheter segment. However, striations were noted on all the break surfaces. The investigation is confirmed for the reported catheter fracture issue, as a complete diagonal break was noted on the distal end of the catheter segment. The surface of the complete diagonal break on the distal end of the catheter segment was noted to be granular and glossy. Upon infusion, ballooning was noted proximal to the clamping sleeve of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter in three segments were returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A complete circumferential break was noted to the distal end and proximal end of the catheter segment. Complete diagonal breaks were noted on both proximal and distal ends of the catheter segment. However, striations were noted on all the break surfaces. The investigation is confirmed for the reported catheter fracture issue, as a complete diagonal break was noted on the distal end of the catheter segment. The surface of the complete diagonal break on the distal end of the catheter segment was noted to be granular and glossy. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post catheter placement, the inner part of the catheter allegedly damaged. It was further reported that the fractured device was removed from the patient. There was no reported patient injury.